Manufacturer narrative:
The pump log was reviewed. The pump logs did not indicate that the insulin pump caused low blood glucose level. There was no evidence that the insulin pump experienced a malfunction or failure

Manufacturer narrative:
Although requested, additional pump data was not provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 69 mg/dl. An apple and glucose tabs were consumed to address the low bg. The customer did not know what caused the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.